Manufacturer narrative:
(B)(4). The device has been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Customer reported the extension set is leaking at the area of the dial on the set. Solution infusing was normal saline and it was running at 100ml/hr. There was no report of pt or user harm and no medical intervention was reported.